Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR - it was reported that after a device change out in (B)(6) 2016 the shock impedance was out of range. This lead was implanted in 2010 and reconnected. The lead and ICD were not returned to biotronik.